Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the trial patient thought the wires pulled out and were hanging under their bandage. They also mentioned that the bandage had an odor to it. The patient had a call into their doctor for an appointment and was waiting to hear back from them. It was advised the patient contact their healthcare professional (hcp). It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.